Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that inability to perform suctioning was noted to a smiths medical portex® blue line® ultra tracheostomy tube following placement. It was noted that no suction would occur through the suction line. There were no reported adverse patient effects.